Manufacturer narrative:
(B)(4): the meter involved with this complaint failed testing. The meter was found to have a corroded battery contact at bat2. The test strips passed testing with no faults found.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter would not power on. This complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began at 3 p.m on (B)(6) 2012. The patient reported managing her diabetes with novolog insulin pump therapy and stated that she tests her blood glucose 6-8 times per day. The patient denied making any changes to her normal diabetes management despite the alleged issue starting. The patient claimed that prior to the alleged issue starting, she had developed symptoms of "sweaty, hungry, thirsty and weakness." The patient informed the cca that she treated herself with orange juice and popcorn 30 minutes after the onset of symptoms. The patient mentioned that at 4 p.m. On the day of the alleged issue she was able to test her blood glucose on her father's meter and obtained a blood glucose result of "92 mg/dl." The patient stated that she the symptoms abated and she felt better by 4:30 p.m. The patient told the cca that she would continue to use her father's blood glucose device to test her blood glucose until replacement product arrived. During troubleshooting, the cca confirmed that the patient was using the correct test strips, there was no misuse to the subject device, the patient was not using the subject device for the first time and that the subject meter did not need new batteries. At the time of troubleshooting the patient was unable to turn the subject meter on manually or with a test strip. The alleged power issue remained unresolved at the time of troubleshooting and replacement product was sent to the patient. This complaint is being ruled out as an adverse event because the symptoms reported by the patient began prior to the alleged issue starting. In addition, the patient reported that she had a back up meter to continue to test her blood glucose to continue her normal diabetes management. However, this complaint is being reported because the alleged power issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.